Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain and failed back surgery syndrome. A volume discrepancy was reported and the actual residual volume (arv) was 20mls and expected residual volume (erv) was 2mls. It was reported this was the first time they had seen this patient for a refill, as it was a new patient to them. Prior to the call the logs were checked, and the reservoir was accessed. A dye study was attempted by the hcp reported they were not using a MDR catheter access port (cap) kit and attempted to aspirate from the cap using a 20 gauge needle and it was reviewed the cap was only compatible with a 24 gauge needle. Patient symptoms were not reported. The event date was (B)(6) 2019. No further complications were reported/anticipated or expected.